Event description:
Event was reported to caldera medical by an attorney. The patient has suffered spasms of pain in lower abdomen, incontinence, ripping sensation with full bladder, and a bulge in lower abdomen when coughing. No further information has been provided.